Event description:
During a follow up call, the nurse reported a pt episode of peritonitis after the pt experienced separation of the minicap extended life pd transfer set from the titanium adapter. The pt was diagnosed with peritonitis in 2007, but was not hospitalized. The nurse reported the root cause of the peritonitis was a disconnect/separation. The nurse reported the home pt was using three extension lines so they would be able to move about the house freely during therapy. The nurse reported the transfer set became separated from the titanium adapter when the home pt was going up the stairs. The home pt reported event to the clinic the next day and antibiotic therapy was started. The home pt did not present any symptoms. An effluent culture was taken and analyzed. The culture revealed pseudomonas and kocuria rosea (nurse suspects this organism was due to the irrigation of the bladder the home pt had to do all the time). The gram stain revealed questionable gram-negative rods. There was no exit site or tunnel infection. The home pt was treated with 500 mg ciprofloxacin orally two times per day and 1500mg ancef (cefazolin) ip once daily. Therapy was continued until when they were admitted to the hospital to have their catheter removed and transferred to hemodialysis. The nurse stated the home pt's reason for transferring to hemodialysis was not the peritonitis but instead inadequate dialysis while on pd therapy (related to the home pt's physiology).

Manufacturer narrative:
The actual sample was discarded. No companion sample was available for eval and no lot number is known. Baxter is monitoring issues like this. Should add'l info become available, a follow up report will be filed.